Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right common iliac artery with 90% stenosis. A high torque (ht) command guide wire was advanced toward the target lesion and resistance was noted with an unspecified introducer sheath. During attempts to advance the guide wire separated 30cm proximal to the distal end. The guide wire was removed with the introducer sheath as a single unit. A new command guide wire was used to continue the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned. The reported separation was confirmed although the reported difficult to position could not be replicated in a testing environment due to the condition of the returned device. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.